Event description:
It was reported that there was an endoplege catheter balloon rupture during use towards end of case, the ep worked, but towards the end of the case they were losing pressure, so when they went to bring the balloon down, they got blood in the actual syringe. Tried to reinflate the balloon outside of the patient and blood came out the balloon. They finished case, no patient injury. Procedure: mvr.

Manufacturer narrative:
Device evaluation: water was introduced into the device balloon and visually the balloon has burst where it is leaking. Visually under 10x magnification, the burst area exhibits ragged edges and this walls. The tear in the balloon, resulting from the burst, runs radially along the circumference of the balloon. Water was introduced through the device lumens and with exception of the balloon, the water flows from where it should. There were no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A DHR was complete and all specification met upon distribution. Further investigation is in progress to determine root cause.

Manufacturer narrative:
We cannot determine a root cause of the burst in the balloon; however, there are controls in place in the mpi which would have detected this defect prior to packaging.the event did not lead to the 3 sigma threshold for the ep cannula; therefore a CAPA will not be initiated. Trends will continue to be monitored and further action taken as required.